Manufacturer narrative:
The following was provided by the customer for complaint investigation: -one used list #42598-01, monitoring kit w/tp4, 30 ml squeeze flush and needleless valve; lot #unknown the reported complaint of tubing separation was confirmed on the returned set. During visual inspection, the 18" pressure tubing was received separated from the male luer. When the end of the tubing was microscopically examined, insufficient adhesive coverage was observed on the tubing pocket. The probable cause of insufficient adhesive coverage on the pressure tubing had occurred due to an error during the assembly process of manufacturing. A device history record review lot could not be conducted because no lot number was identified. Corrected information can be found in concomitant products, e4 and h6 health effect - impact code.

Manufacturer narrative:
D4 and h4 the lot# was not provided, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a monitoring kit w/tp4, 30 ml squeeze flush and needleless valve that experienced separation during use. The reporter stated that while flushing uac after obtaining labs part of the transducer tubing dislodged from connection site at stopcock. Scrubbed stopcockx3 with chlorhexidine swab and placed a 3ml syringe at the end. Ordered new fluids and called pharmacy to have them sent stat. Entire line changed. There was patient involvement and no adverse event/harm.